Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. During the implant the impella 5.5 was backloaded over the wire but unable to pass impella catheter through the vessel. After multiple attempts, angiogram performed, and the patient was found to have severely stenosed and calcified artery. The impella was removed from the vessel and graft. Balloon angioplasty performed to artery, followed by repeat angiogram. Stenosis was corrected, and balloon removed. Second attempt to advance impella catheter past graft and into the artery and some difficulties noted with passing the impella catheter so physician elected to utilize viperslide to assist with pump delivery. Impella catheter advanced into the artery successfully and then subsequently into the left ventricle, support was initiated. Pci was then performed successfully, and the patient was sent to the unit on impella 5.5 support. Additionally bleeding and hematoma were noted at the impella access site. Blood products were administered. The patient was taken for washout and hematoma evacuation. The patient continued impella support and was explanted as planned and isstable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hematoma/ major bleed: the root cause of the bleeding and hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Delivery issue: the cause of the delivery issue is determined to be patient condition because the patient condition dues to patient had sever stenosis and calcified artery causing the difficulty in insertion of impella. Device history review: the device passed all the post sterile inspection checks.